Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined there was an issue with sample integrity. System pressures and rinsing were checked. Probe washes and mechanism checks were performed. The customer successfully ran controls and these passed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl for gen.2 on a cobas 8000 ise module. The initial results were reported outside of the laboratory and the repeat results were believed to be correct. The sample initially resulted with an na value of 113 mmol/l, which repeated as 132 mmol/l. The sample initially resulted with a k value of 3.4 mmol/l, which repeated as 4.0 mmol/l. The sample initially resulted with a cl value of 84 mmol/l, which repeated as 96 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.